Manufacturer narrative:
Title: the alexis® system for laparoscopic splenectomy in pediatric patients source: updates in surgery https://doi.org/10.1007/s13304-021-01023-5. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a study analyzed outcomes of pediatric patients (age 8-17) who underwent laparoscopic splenectomy between 2015 and 2019. Ligasure was used for vessel division. There were 7 patients in the study and complications included bleeding. One patient required an intraoperative blood transfusion of 300 ml and one patient underwent embolization on the 4th post-operative day for persistent bleeding. Hospital stay was extended.